Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 322 mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed a visual inspection and found bent electrode, sensor failed per inspection. Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.